Event description:
The customer reported that the system displayed an error message. The problem occurred with pt on the table. The system worked after reboot.

Manufacturer narrative:
The ge svc rep trained the user on how to use cine playback. Operational check okay. Returned system to svc.